Manufacturer narrative:
The patchy pigmentation could be due to a persistent fungal infection (tinea versicolor), prolonged erythema secondary to an unknown cause or hypopigmentation persisting over 12 months. Physician was contacted 5/17/07 and indicated that he had nothing further to add.

Event description:
A patient's skin treated in 2006, has developed patchy erythema which faded over 6 months. The patient has mottled pigmentation like tinea versicolor or hypopigmentation that has yet to resolve.